Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners, which were noted during visual inspection. All buttons function properly. No ramping numbers noted on the display. However, moisture damage was noted on keypad traces.

Event description:
It was reported the customer was attempting to input carbohydrate to give a bolus and the numbers started to ramp up. Customer pressed the down arrow button and it stopped but she pressed up it started ramping up. Customer's blood glucose was 12mmol/l. Customer does not recall any significant events that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.